Manufacturer narrative:
Batch review performed on 03 february 2022. Lot 1923200: (B)(4) items manufactured and released on 10-july-2020. Expiration date: 2025-june-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director. Cage revision on a (B)(6) old lady 7 days after the implantation. According to the report, patient reported cervicalgia and radiculopathy c6. On the basis of the single lateral radiografic projection provided, it cannot be stated the position of the cage nor if it has moved after the surgery. The reason of this event cannot be determined on the basis of the available information. There is no reason to suspect that a defect of the device generated this problem.

Event description:
He cage was revised 1 week after the primary following suspected cervicalgia and painful-sensory c6 radiculopathy left.